Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: "urological procedure". Event description: this is a complaint from the market. Administrative no. (B)(4). Please refer to the complaint sheet for investigation. Cannula tip fragmentation: report from the sales rep; due to the da vinci arms interference, the cannula tip was fragmented and the fragment fell off inside the abdomen. Then, it was removed from patient. No patient injury. The sales rep confirmed that the da vinci forceps was contacted with the event trocar at the beginning of the surgery in the video of the endoscope and from the questionnaire. The customer has acknowledged the incident occurred due to his technique. They don't suspect any quality issues on (B)(4). Initial investigation report: the event unit was returned to us and visually inspected. The cannula tip was fragmented (pic.1). The fragment (the size: approx.9.0mm×3.2mm., pic.2) matched the missing section on the cannula in shape (pic.3). The unit will be returned to amr for further evaluation. Admin# (B)(4). One (1) cannula and 1 fragment returning. Type of intervention: "then, it was removed from patient." Patient status: "no patient injury."

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of a fractured cannula tip. Based on the condition of the returned unit and the description of the event, it is likely that the tip fracture was caused by force applied at the cannula tip by an instrument that was inserted through the trocar during the procedure. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible device and/or process enhancements intended to further minimize the potential for this type of event to occur.